Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device would not release from tissue and was cut from tissue to remove. There was no pt injury.